Event description:
It was reported that during a laparoscopic sigma procedure, gen11 display showed error code "pressure too high" but jaw was open. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(40. Should the information be provided later, a supplemental medwatch will be sent. The handpiece was received with the loose mount. Based on the serial number of the handpiece, the handpiece is 5 years old and has 139 uses. The handpiece was tested with a ace36e instrument and resulted in a relax pressure on blade error. The handpiece was disassembled to inspect internal components. Moisture evidence was found, the washers were present and the acoustic isolator was torn. The handpiece has a number of seals to prevent fluids from entering the housing. Moisture present describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. A possible cause of the loose mount is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is probable that the ingress of moisture affected handpiece functionality.